Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : no lot information available.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to stability issues with the knee. Patient had previous revision in 2016 with another surgeon where poly exchange was performed. No information regarding the original surgery. Doi: unknown. 1st revision: (B)(6) 2016 (tibial insert). 2nd revision: (B)(6) 2021 (all implants). Right knee.